Event description:
It was reported that the burr became stuck in the lesion. A rotapro 1.50mm was being used for treatment. During the procedure, the physician noted that the device became stuck within the lesion. The burr was released using another device, and the procedure was completed successfully using the same rotapro 1.50mm device. No patient complications resulted due to this event.

Event description:
It was reported that the burr became stuck in the lesion. A rotapro 1.50mm was being used for treatment. During the procedure, the physician noted that the device became stuck within the lesion. The burr was released using another device, and the procedure was completed successfully using the same rotapro 1.50mm device. No patient complications resulted due to this event.

Manufacturer narrative:
Correction to field b3: event date updated information to field h6: to reflect investigation of device device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch (ablation button) was pressed, the device was able to reach and maintain optimal rpm with no resistance or issues. Product analysis could not confirm the reported events, as the device was able to reach and maintain optimal rpm with no resistance or issues, no damages or defects contributing to the device becoming stuck in the lesion were identified, and the clinical circumstances could not be replicated.